Event description:
Per jim (dealer) states left spring not releasing properly. Jim states not damage or parts missing. The dealer states he needs the complete set of mounting hardware in case there is something else wrong.